Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having a yeast infection and stated she has had a history of yeast infections. The irritation was described as red and inflamed. The patient also reported the equipment was too heavy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream, follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having a yeast infection and stated she has had a history of yeast infections. The irritation was described as red and inflamed. The patient also reported the equipment was too heavy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream, follow up indicated the irritation improved.